Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The tip separation was confirmed. The deployment difficulties were unable to be confirmed as the stent was returned fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. The evaluation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal femoral artery with moderate tortuosity, mild calcification and 70% stenosis. Atherectomy was not performed. The vessel was 4mm before pre-dilatation. The vessel was pre-dilated using a 5x120mm balloon catheter. A 6 french / 11 cm introducer sheath was used. A 5.5x150mm supera self-expanding stent system (sess) was advanced toward the target lesion. An attempt was made to deploy the stent and the stent was partially deployed inside the introducer sheath. The deployment lock was unlocked and the thumbslide was advanced but resistance was noted with a clicking sound. The thumbslide was pulled back and locked. The stent and delivery catheter were withdrawn from the anatomy and it was noted under fluoroscopy that the tip of the delivery catheter had become separated inside the introducer sheath. Thus, the introducer sheath was removed from the anatomy with the separated tip still inside the sheath. A 5.5x100mm supera and a 4.5x60mm supera stent were used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.